Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the severely tortuous vessel in the forearm. A 4.0 x40, 75cm gladiator elite was advanced for dilation. However, during first inflation at 24 atmospheres for 60 seconds, the balloon burst. The device was removed, and the procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: no. (B)(6).

Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial circumferential tear was identified in the balloon material approximately 12mm proximal from the distal markerband. A visual and tactile examination found no kinks or damage to the shaft and tip of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the severely tortuous vessel in the forearm. A 4.0 x40, 75cm gladiator elite was advanced for dilation. However, during first inflation at 24 atmospheres for 60 seconds, the balloon burst. The device was removed, and the procedure was completed with another of the same device. The patient condition following procedure was stable.